Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported experiencing incontinence and urgency as well as a lack of stimulation sensation. The patient stated that while she was out in her garage working she wet herself. The patient also reported that for the last two hours she has had to go every 5-10 minutes and through the night. The patient was on program 1 at 0.8 and after the accident the patient adjusted stimulation to 0.2 on program 1 and did not feel stimulation. The patient verified that the stimulation is turned on and also reported that she fell yesterday, but caught herself and had fallen up the stairs. The patient was advised to try increasing the amplitude to see if the lack of stimulation resolved and at 1.0 on program 1 the patient was able to feel stimulation in the proper area. The patient also stated that stimulation felt like it was in the same spot prior to the fall. The final symptom that the patient reported was "getting lit tle shocks like a pinched nerve." The shocks were on the right side on the inner ankle and in the buttocks and on the left side just above the foot in between the ankles. The patient reported that the shocks started after the fall. The patient had a scan done prior to device implant which reveled a bulging disk and arthritis and that between her neck and lower back "there were 8 eight issues." The patient stated that she got back to more normal activity yesterday, but needed to use a step stool to get in and out of her vehicle. Patient status is unknown at the time of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a company representative (rep) reported that the patient experienced shocking at the pocket site. A sudden change in symptom was noted. Rep stated she was notified on the day of this call through her conversation with technical services, she noted that she checked patient¿s impedance a week or so ago and the impedances were normal. It was indicated that patient fell less than a week after implant on her elbow while going up a flight of stairs. Since then patient experienced shocking at the pocket site while ins was on or off or when the ins was on any program. Patient had shocking when ins was on and at 0v. Patient had no shocking when ins was off. The patient was told by healthcare provider (hcp) to turn the ins off (when they found out patient had shocking from what initially seemed to be from the fall on the patient¿s elbow) and then later patient was advised to ease back into use of the stimulator. The patient was getting benefit from the ins and she does not want to take it out but still getting shocking. The hcp did ap and lateral x-ray and determined that the lead had not moved. Rep stated they do not know if patient reported of pocket shocking was the same intensity when on at 0v or when at another more normal voltage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.